Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-29. It was reported that reprogramming the patient¿s device did not resolve the issues because the rep wasn't able to meet with the patient yet. The doctor¿s office was aware, and the rep was maintaining follow-up to meet with the patient for reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4) implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulation coverage had spontaneously changed and that they were no longer getting relief from their device. It was asked but was unknown if there were any factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. Actions taken to help resolve the issue was the rep indicated that they walked the patient through changing to a different program and altering intensities, but the issue was not resolved at the time of the report. The patient and the rep were arranging an appointment with the managing physician and would attempt reprogramming. No surgical intervention occurred and it was asked but was unknown if any surgical intervention was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.